Manufacturer narrative:
(B)(4). Date of occurrence has been estimated. Implant date has been estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of occlusion is listed in the absolute pro instruction for use as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that in (B)(6) 2017 an absolute pro stent was implanted in the patient. In (B)(6) 2017, the absolute pro stent was occluded. No additional information was provided.